Manufacturer narrative:
The data downloaded from the device shows an 0x6a occlusion alarm occurred during operation. During investigation, no blockages were found in the fluid path and fluid was observed initially flowing freely though the entire fluid path although the exposed portion of the soft cannula was found to be flattened. It could not be conclusively determined when or how the damage to the exposed portion of the soft cannula occurred. No damages or defects were observed on the drive mechanism that would contribute to the 0x6a alarm. The root cause of the occlusion alarm could not be determined. The device was received with corrosion visible on the pcb assembly and the top and middle batteries. Due to the observed corrosion, a leak test was performed. An internal leak in the fluid path was observed due to a tear in the unexposed portion of the soft cannula. This leak caused fluid to accumulate inside the device and caused the observed corrosion as well as contributed to improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.